Event description:
Report from the us stating the device had an air leak. The device was being used in a tympanomastoidectomy when the event occurred. There was a 20 minute delay in surgery but there were no reported injuries. A new device was used. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).